Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the auxiliary water channel clogged with foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further evaluation of the device confirmed the customer¿s reported leak in the suction channel and found that it was due to a pinhole in the channel tube. In addition, the channel tube was dented, causing the aspiration quantity to be out of specification. The up angulation was out of specification due to wear of the angle wire. The up/down knob is out of specification due to wear of the angle wire. Scratches were observed on the distal end and on switch #2. The insulation resistance was out of specification due to the absence of the distal end cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an air/water leak from the suction channel of the subject device. The issue was found during preparation for an unspecified diagnostic procedure. Another similar device was used to complete the procedure, without delay to the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the channel tube. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].